Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection revealed that no damage, defects, or discrepancies were found in the sample. The sample have passed the functional test successfully. No sample leakage or discrepancy was found thus, the failure mode report is not confirmed. Root cause cannot be determined since the complaint was not confirmed due to the fact the sample was tested and successfully passed. No actions are required since the complaint was not confirmed. No problems or issues were identified during this device history record review.

Event description:
It was reported the device was being primed prior to patient connection and found to leak. No adverse effects reported.